Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that she was cleaning the cycler following treatment when she found dried sticky residue under the cycler. She did not find any other signs of fluid leaking. Her treatment had been uneventful and was completed. She cleans the cycler everyday and did not find the sticky residue from the previous treatment. Sticky residue is consistent with a potential fluid leak. The set was discarded. During follow up the patient reported there were no complications following the treatment. No adverse event reported at this time.